Manufacturer narrative:
Motor error alarm during the rewind due to corroded motor home switch. Unable to perform the prime, excessive no delivery alarm test due to motor error alarm. E alarm on the alarm history screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer stated that the plunger was pushing itself out and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 600 mg/dl and the customer stated that he has treated with a lantis shot. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.